Manufacturer narrative:
Investigation of the sample revealed that an interfering factor to the f (ab#)2 fragment of the assay antibody caused the falsely elevated elecsys tsh result. This interference is specific for elecsys tsh assay. Interference to analyte specific antibodies is claimed in the package insert. The free t3 and free t4 results obtained from the two assays were comparable and within the reference ranges. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient sample. The initial tsh result was 26.50 uiu/ml (accompanied by a data flag). The first repeat tsh result was 26.80 uiu/ml (accompanied by a data flag). The second repeat tsh result was tested on (B)(6) 2011 with a new rack pack and recovered 27.34 uiu/ml (accompanied by a data flag). The sample was then repeated on (B)(6) 2011 using an immulite 2000 analyzer which recovered 1.55 uiu/ml. The initial ft4 result was 1.33 ng/dl. The sample was then repeated on (B)(6) 2011 using an immulite 2000 analyzer which recovered 1.07 ng/dl. The tsh result of 26.8 uiu/ml was reported outside the laboratory with a "specific warning". It is unknown which ft4 result was reported outside the laboratory. The patient was not harmed by the event and is in good condition. The analyzer used was an elecsys 2010 rack, serial number (B)(4).